Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by affiliate via complaint submission tool, vapr coolpulse90 electrode, during rotator cuff repair suction blocked at the start of use; 2 electrodes from the same batch tested. 3 electrodes used for this intervention. A priori the lot u1906080 made it possible to finish the intervention without bp. The device is available to be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported by affiliate via complaint submission tool that during rotator cuff repair suction blocked at the start of use; 2 electrodes from the same batch tested. The complaint devices were received and evaluated. No visual damages in the device, no salines residues were observed, signs of activation can be observed, the device will send to gyrus manufacturer for further investigations. Supplier evaluation result for vapr coolpulse90 electrode: two devices returned, devices have not been returned in the original packaging, both active tips are in a used condition, with evidence of debris on and in the active tip, closer inspection of the suction ports in the active tip of the devices show evidence of debris, surgical residue visible in suction tubes, no visible damage to the device shafts, handles, cables or plugs. The electrical test was performed for device # 1 and device # 2, with the different parameter (active continuity, return continuity, primary capacitance, hipot active-return) as a result all test passed. The device was functional testing using vaprvue generator (gml 4808/2), the test included different values as generator connection, flow rate, activation test and flow rate (post activation test) as result the flow rate and flow rate (post activation) test were fail for the device #1, the remaining test were pass. For device # 2, the flow rate fail, the remaining test were pass. Supplier summary: the initial customer complaint that the suction blocked on two devices was confirmed. From our investigation we were able to confirm the reported suction issue with the returned electrodes and we have determined the probable cause of the reported suction blockage to be normal procedural debris (tissue) within the suction path which we were able to clear during the investigation. A manufacturing record evaluation was performed for the finished device [u1906137] number, and no non-conformances were identified at this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.